Manufacturer narrative:
The mayfield head holder adaptor of the device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the socket wrench piece of the mayfield head holder adaptor was locked and could not be turned in either direction more than an inch. Some grease was applied but it did not resolve the jam. Since they were unable to attach the head holder to the device, the head holder was locked to the bed and the bed was turned off with the controller unplugged to prevent movement. The surgery was performed successfully.

Manufacturer narrative:
The failed mayfield head holder adapter was returned to manufacturer for investigation. Visual inspection of this part was performed and indicated that the issue was due to as a lack of specifications for the tightening effort applied to the attachment screw for the mayfield head holder adaptor. No further corrective actions are required as quarterly preventive maintenance performed by company field service engineer are performed to verify the status of the components. Furthermore, surgeons are required to verify the status of the head immobilization system before starting surgery. A replacement part was installed on device by a company field service engineer for repair purposes.